Event description:
It was reported that the sys would not start up, no boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the svc call.